Event description:
It was reported that biomed needed technical services for the arctic sun device that had a low flow rate. Per review of wo on 02dec2022, there was no patient involvement. Per follow up information received via email on 05dec2022, technician support spoke with biomed that the issue was the manifold assembly. No patient involvement was reported. Biomed would send device in for repair. Per sample evaluation results received on 20apr2023, it was reported that the root cause of the reported issue was due to a failed pressure transducer. It was stated that all top bracket wiring harnesses were observed to be strung through the chiller chassis in areas that wiring harnesses should not be located. It was also stated that the control panel becomes unresponsive to touch after approximately 10 minutes after powering on. It was noted that the replaced the control panel assembly. It was also noted that the correct all wiring harness runs to the correct positions throughout the chassis. Per wo update on 04may2023, the device failed calibration test.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. The device was evaluated upon receipt. Confirmed elevated pressure. Pressure reads -1.9 with circulation pump off. Pressure transducer was replaced. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that biomed needed technical services for the arctic sun device that had a low flow rate. Per review of wo on 02dec2022, there was no patient involvement. Per follow up information received via email on 05dec2022, technician support spoke with biomed that the issue was the manifold assembly. No patient involvement was reported. Biomed would send device in for repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. The device was evaluated upon receipt. Confirmed elevated pressure. Pressure reads -1.9 with circulation pump off. Pressure transducer was replaced. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed needed technical services for the arctic sun device that had a low flow rate. Per review of wo on 02dec2022, there was no patient involvement. Per follow up information received via email on 05dec2022, technician support spoke with biomed that the issue was the manifold assembly. No patient involvement was reported. Biomed would send device in for repair. Per follow up information received via email on 05dec2022, updated entry description. Vreshmita 06dec2022.